Manufacturer narrative:
Repeated attempts by adc to retrieve the product data were unsuccessful. No product data has been returned as of this report. The user reported an unspecified issue with the librelink application, stating that application did not send data. Extended investigation has been performed for the reported complaint. Attempted to reproduce the issue using similar configuration and was not able to reproduce the complaint. There was no indication that the librelink application did not meet specification. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made.

Event description:
An app issue was reported with the adc device. It was indicated that the customer was treated with sweets and juice by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
An app issue was reported with the adc device. It was indicated that the customer was treated with sweets and juice by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. Per smartphone compatibility information, with use of application, the customer's device (phone) has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, this issue is not confirmed. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.